Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). It was found the date on the meter was incorrect and in a format of "(B)(6) 2000". The customer was assisted with setting the correct date and time. The readings on the meter were: 5.1 inr at 2:35pm, 4.0 inr at 2:37pm, and 3.3 inr at 2:45pm. The customer used the same finger for each test. There was no allegation of an adverse event. The customer's therapeutic range was 2.0-3.0 inr. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer stated they took an extra coumadin dosage on (B)(6) 2018 and was supposed to hold dose on (B)(6) 2018, but might have taken it by mistake. There was no new medication, and no additional illness, the customer has been drinking more water. The customer stated he might have had blood in his stool (B)(6) 2018, but since he has hemorrhoids he did not seek medical attention. The returned meter and strips were measured in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.9 inr and 2.5 inr. Donor hct: 56% and 46%. Testing results: donor 1: retention meter and masterlot strips / customer meter and customer strips 2.9 inr/ 2.8 inr. Donor 2: retention meter and masterlot strips / customer meter and customer strips 2.5 inr/ 2.5 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. A possible cause for the difference in the results was the same finger being used for all tests. Product labeling states to never use the same fingerstick. Relevant retention test strips (lot 258638-22) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.